Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's sister reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The sister states they have changed the battery multiple times, but the display has not returned. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, active current test, sleep current test and selftest. Blank display not confirmed.